Event description:
The customer reported that 1/3 of the image is white. The dealer reported that 1/2 of the plate is exposed and the remaining part is blank. It is possible that the image was retaken, resulting in additional radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service rep examined the image and found the 7th tab on the sensor to be damaged. This caused a problem on the printer circuit bard-d. This module of the sensor cannot be repaired. The service engineer found this unit to be beyond economical repair. (B)(4).